Event description:
The customer reported a leak below the flush device; subsequently, air bubbles were noted in the tubing. The monitoring kit was connected to an unspecified extension tubing set and was being used to deliver normal saline. After an unspecified length of time in use, the nurse noted normal saline was leaking from a crack in the male adapter of the monitoring kit. The monitoring kit tubing was clamped off. No air was delivered to the patient. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.